Event description:
Initial (06-jul-2025): this serious medical device incident was reported via email that refers to a male consumer who was intending to use compound w nitrofreeze for the removal of a wart. During initial activation, the consumer held the device in his hands in an upright position, when attempting to twist the product to activate it exploded in his hands and plastic pieces went everywhere. This was done the consumers bathroom. The consumer reports the area was well ventilated. The consumer denies any exposure to high temperatures , electronic devices nearby or open flame/ignition sources. No injuries were reported. This case outcome recovered/ resolved. Meddra version 28.0. Expectedness: device expulsion: unexpected. Follow up 25-sep-2025. Upon review of the case the company found that the initial submission did not include "device expulsion" code. The company updated event 1 coding to device expulsion. No other changes were made to the case. According to the company reference safety information.

Event description:
Initial (06-jul-2025): this serious medical device incident was reported via email that refers to a male consumer who was intending to use compound w nitrofreeze for the removal of a wart. During initial activation, the consumer held the device in his hands in an upright position, when attempting to twist the product to activate it exploded in his hands and plastic pieces went everywhere. This was done the consumers bathroom. The consumer reports the area was well ventilated. The consumer denies any exposure to high temperatures , electronic devices nearby or open flame/ignition sources. No injuries were reported. This case outcome recovered/ resolved. Meddra version 28.0. Expectedness: device expulsion: unexpected. Follow up 25-sep-2025: upon review of the case the company found that the initial submission did not include "device expulsion" code. The company updated event 1 coding to device expulsion. No other changes were made to the case. According to the company reference safety information. Follow up 19-feb-2026: prestige consumer healthcare received the investigation results from the manufacturer. FDA imdrf codes and company causality have been updated. No further updates or changes made.

Event description:
Initial ((B)(6) 2025): this serious medical device incident was reported via email that refers to a male consumer who was intending to use compound w nitrofreeze for the removal of a wart. During initial activation, the consumer held the device in his hands in an upright position, when attempting to twist the product to activate it exploded in his hands and plastic pieces went everywhere. This was done the consumers bathroom. The consumer reports the area was well ventilated. The consumer denies any exposure to high temperatures, electronic devices nearby or open flame/ignition sources. No injuries were reported. This case outcome recovered/ resolved. Meddra version 28.0 expectedness: device expulsion: unexpected. According to the company reference safety information.